Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The diameter of valsalva was 32mm, height of valsalva was 19mm, orifice area was 539cm2, perimeter of annulus was 83mm and ascending aorta diameter was 38mm. The calcium score was 1500au. The hardness of the calcification on the apex was high and a pre-dilatation was performed using a 22mm balloon and it was widened on fluoroscopy. During procedure, the starting implant depth was 3mm left coronary cusp (lcc) and 5mm at non coronary cusp (ncc). When the third tab came off, the valve migrated, and the final position was ncc -20mm, and lcc -15mm with the lower end of the valve in the valsalva. A new non-abbott transcatheter valve was implanted. There were no hemodynamic problems. There were no adverse patient effects. No health impact has been reported.

Manufacturer narrative:
An event of device embolization was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that when the third tab came off, the valve migrated, and the final position was ncc (non-coronary cusp) -20mm, and lcc (left coronary cusp) -15mm with the lower end of the valve in the valsalva. It was also noted that the hardness of the calcification on the apex was high, there were no issues deploying the valve during the procedure, and there may have been some tension in the delivery system during final deployment although the delivery system was set to neutral. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Manufacturer narrative:
An event of device embolization was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that when the third tab came off, the valve migrated, and the final position was ncc (non-coronary cusp) -20mm, and lcc (left coronary cusp) -15mm with the lower end of the valve in the valsalva. It was also noted that the hardness of the calcification on the apex was high, there were no issues deploying the valve during the procedure, there may have been some tension in the delivery system during final deployment although the delivery system was set to neutral, the implant depth at deployment was 5mm from the non-coronary cusp (deeper than the recommended 3mm), and the valve appeared to be correctly sized based on provided annular dimensions. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that residual tension in the delivery system contributed to the valve migration. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.